Manufacturer narrative:
Correction: it was reported that bd¿ insyte autoguard shielded IV catheter had sterility breach. There were 4 devices affected by this malfunction. H.6. Investigation summary: DHR review was performed on lot numbers 7237905; the lot number was built on afa line 2 from 30auh17 thru 04sept17. Packaged on packaging line 8 from (pallets 1-12) 03sept17 thru 06sept17 and (pallets 13-15) 11jan18 thru 11jan18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qns were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. 7110801: the lot number was manufacture on afa line 5 from 25apr17 thru 30apr17. Packaged on packaging line 11 from 30apr17 thru 02may17. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Received three iag 22ga units from lot number 7237905 and one iag 22ga unit from lot number 7110801. Package was partially opened, but this is the basis of the complaint. Visual/microscopic evaluation: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned units that was partially open at the top and bottom of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Bd supplier (B)(4) (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that bd¿ insyte autoguard shielded IV catheter had sterility breach. There were 4 devices affected by this malfunction.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7237905. Medical device expiration date: 2020-07-31. Device manufacture date: 2017-08-25. Medical device lot #: 7110801. Medical device expiration date: 2020-03-31. Device manufacture date: 2017-04-20. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nsyte autoguard shielded IV catheter had sterility breach.